Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2018 with the following findings: due to continuous use of the pump, black box data and pump histories from the date of the complaint had been overwritten. Available data showed insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 24 hours and passed delivery accuracy testing. The pump was found to delivering within range and delivering accurate. Complaint was not duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.